Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia when the insulin cartridge ran out, leading to a temporary gap in insulin delivery, after which a supply change was completed and insulin delivery resumed; the highest blood glucose documented during the event was 188 mg/dl, the ilet did not alert for high or low glucose, and a caregiver assisted due to the user¿s juvenile status. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education conducted by support to complete the supply change. Investigation of this case revealed no device malfunction reported, with hyperglycemia attributed to interrupted insulin delivery from an empty cartridge and resolution after supplies were replaced and insulin resumed. It was concluded, based on previously established findings for similar reports, that the cause was a user error due to insulin cartridge running out.